Event description:
After first inflation at 8 atm with no problem, the balloon was prepped again and inserted into the guide cath. When physician requested an inflation, the "rt" told him there was something wrong with the balloon, it would not hold negative pressure. He told the "rt" to inflate the balloon. While attempting to inflate. St segments elevated, blood pressure and heart rate dropped. Dr deflated and removed balloon, within 3 minutes the pt was stabilized.